Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the fill tubing step. The insulin pump reset prior to the motor error alarm. In the alarm history a motion sensor test failure and an external error alarms were found. The reservoir compartment had a crack. The customer was able to complete the rewind sequence. The customer's blood glucose level was 128 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, verify motion sensor test failure alarm, and external error alarm due to motor error alarm. Insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, and missing end cap sticker.